Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the user fell, and the device was no longer functional. Symptoms included no adverse clinical effects. Outcomes included a device replacement and return of the affected unit. Investigation included device return logistics and confirmation of product retrieval. Investigation of this device revealed mechanical damage to the touchscreen consistent with external impact, rendering the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.